Manufacturer narrative:
Accuracy test: the sample received was connected to the cadd legacy and to balance mettler toledo to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The cassette passed the test. - other analysis - functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. Actions taken - no root cause could be determined due complaint was not confirmed. Root cause - no actions taken due complaint was not confirmed.

Event description:
It was reported that during the use of the product (a medication cassette), a "no message" alarm sounded. So the customer detached the cassette and re-attached it again. After that, the alarm was settled. However, a couple of minutes later, the same alarm sounded went off again. No patient injury was reported.

Manufacturer narrative:
Accuracy test: the sample received was connected to the cadd legacy and to balance mettler toledo to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The cassette passed the test. - other analysis - functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. Actions taken - no root cause could be determined due complaint was not confirmed. Root cause - no actions taken due complaint was not confirmed.

Event description:
It was reported that during the use of the product (a medication cassette), a "no message" alarm sounded. So the customer detached the cassette and re-attached it again. After that, the alarm was settled. However, a couple of minutes later, the same alarm sounded went off again. No patient injury was reported.